Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump stopped working. The insulin pump had a blank display. While troubleshooting the insulin pump turned on but the display was frozen. Her blood glucose level was 95 mg/dl at the time of the event and her most current blood glucose level was 251 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display or frozen screen was noted. The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.